Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It is reported that the asymptomatic patient presented for revision of the right ventricular lead due to fracture. The lead was capped and replaced on 10 nov 2020. The patient was in stable condition.